Manufacturer narrative:
It was reported that the stent became bent where the handle meets the catheter and the stent was unable to be deployed. As a result of analysis of returned device, outer sheath was detached and stent was partially deployed. The delivery system was bent. Notable damage was not observed in the outer sheath of the stent loaded part. Deployment was tried without pressure, and very strong resistance occurred, but it was gradually deployed, resulting in deployment success. In the inner sheath, kinking was observed but is it not clear if it occurred during transit or procedure. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Resistance can be felt due to pressure generated by patient's lesion during deployment. Outer sheath can be stretched and detached so it can cause deployment failure if deployment was tried by force in this situation. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the deployment success under no pressure even though the strong resistance has occurred, detached outer sheath and the description "due to the curves of the esophagus (altered anatomy), the stent was unable to be deployed", it is considered that delivery system was pressured due to the curve at patient's lesion during the procedure and deployment was tried in that situation. It was hard to deploy due to pressure, in which concentrated the force causing strong resistance and the outer sheath was detached in the end, resulting in deployment failure. In addition, based on the bent delivery system, it is assumed the physician not using a guide wire and the situation at the time of procedure caused the delivery system to bend, which affected the deployment of the stent. Through the user manual by taewoong, it is stated that "equipment required - 0.035" (0.89mm) guidewire." This complaint is assumed that it was malfunction due to pressed by patient's lesion, there will be continued to monitor the same or similar customer complaints.

Event description:
The stent became bent where the handle meets the catheter. The physician wasn't using a wire guide, it was tortuous anatomy, and that he didn't blame the device. Due to the curves of the esophagus (altered anatomy), the stent was unable to be deployed. Constant pressure on the handle caused the catheter to bend, and making stent non-functional. The stent was pulled out of the scope and another stent was placed successfully.